Event description:
A siemens customer support engineer (cse) observed the liquid level in the waste condensate pump overfilled, causing the atellica ch 930 analyzer to stop with error 04 186 04 64 and the message: the liquid level in the waste condensate pump activated the overflow sensor. The cse activated the drain pump to drain the reservoir by pressing the external run lever of the waste pump overflow sensor, and the pump started running and short-circuited, causing smoke. The cse immediately unplugged the pump from power and stopped the development of smoke. The cse noted that the customer did not experience a delay in patient testing or reporting results because the lab automation system (las) diverted patient samples pending for this analyzer to another chemistry analyzer. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A siemens customer support engineer (cse) observed the liquid level in the waste condensate pump overfilled, causing the atellica ch 930 analyzer to stop with error 04 186 04 64 and the message: the liquid level in the waste condensate pump activated the overflow sensor. The cse activated the drain pump to drain the reservoir by pressing the external run lever of the waste pump overflow sensor, and the pump started running and short-circuited, causing smoke. The pump reservoir was full of waste fluid, and the external overflow safety switch had stopped the pump. The cse performed troubleshooting, repaired and verified the atellica ch 930 analyzer, and returned the analyzer to the customer. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00058 on 20-march-2024. Correction: siemens updated section h6 (medical device problem code) to reflect the correct code. Additional information (28-mar-2024): siemens reviewed the information provided and concluded that the waste pump was unable to empty. The cse (customer service engineer) bypassed the overflow sensor to activate the drain pump before checking for blockages and as a result of bypassing the failsafe (overflow sensor), the pump began to smoke. The cse removed power to the pump to stop the development of smoke, replaced the pump, and no further issues were observed. The atellica ch 930 analyzer performed as specified after the service repair, and the customer was operational. No further evaluation of this device is required.